Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump and wanted to know why. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was offered assistance in trouble shooting the alarm but the customer declined. No further information was provided.